Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During placement of the impella, the cannula was noted to be kinked when advancing across the aortic valve (av), causing low flows and suction events when placed in pressure level mode. The impella was removed and replaced with another impella cp pump. No patient harm was reported.